Event description:
Esoflip endolumenal functional lumen imaging probe reference: es-330, lot: 23d0778jz. Recalled item due to low saline conductivity.

Event description:
Additional information received on 7/15/2024 to update manufacturer.